Event description:
It was reported that a merlin.net transmission revealed an alert for high hv lead impedance for vectors which include the svc coil. The patient notifier was re-enabled and the physician will continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.